Manufacturer narrative:
Batch review performed on 27 january 2022. Lot 154196: (B)(4) items manufactured and released on 23-nov-2015. Expiration date:2020-nov-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director: 6 years after primary tha on an (B)(6) old patient, revision is required due to luxation of the prosthesis. No traumatic event has been reported. During revision, the original cup has been removed and exchanged with a larger size one. Luxation with a standard, well proven device is normally due to suboptimal component positioning or insufficient soft tissue tension. Since many years have passed without any adverse event reported, a plausible cause of the adverse event could be the progressive laxity of the soft tissues, a standard consequence of aging. The radiographic images provided do not show additional information. Additional items involved in the event, batch review performed on 27 january 2022: external supplier analysis: implants from ceramtec 38.49.7175.685.00 biolox delta ceramic ball head 12/14 ø 32 size l +4 lot. 7010891849 (item not registered in USA) protocols and certificate of conformance were reviewed. The quality documents (including the sterilisation certificates) show that the data obtained on the femoral head conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect or non-conformities regarding sterilisation.

Event description:
Luxated hip prosthesis. Revision surgery performed 5 years and 11 months after the primary surgery. Head and liner revised.